Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
A request was made to return the da vinci maryland bipolar forceps instrument; however, no information concerning any defect(s) was provided to intuitive surgical inc. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.